Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The units left on the pump display matched properly the units left on the test reservoir. No delivery anomaly was noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a stained end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
The customer's mother called in stating that her son is still having issues of the pump not alarming that the insulin is not being delivered. The customer's current blood glucose: 380 mg/dl. The customer is able to perform high pressure test at this time. Assisted with performing the high pressure test; test results: failed. The high pressure test was repeated; test results: failed. Advised the insulin pump will need to be replaced. The customer was advised to revert to back up plan per health care professional's instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having high and low blood glucose of 40 to 384mg/dl. Customer treated with an injection. The customer stated that the site is changed every 2 to 3 days and the pump settings and basal rates are correct. Troubleshooting found that the cannula was bent. Customer declined further high blood glucose troubleshooting.